Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad buttons was intermittently unresponsive and needed to be ¿wiggled¿ to elicit a response. Reportedly, the rubber was starting to peel near the contrast button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/09/2014. Device evaluation:the device has been returned and evaluated by product analysis on 12/29/2013 with the following findings: the keypad was found to be intact; no damage was observed. During testing, the up arrow button was intermittently unresponsive. All other buttons responded appropriately. The keypad was removed and there was evidence of contamination found under up arrow, down arrow and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.